Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's left ventricular (lv) lead was capped and not replaced for dislodgement as evidenced by no capture with all pacing configurations. The dislodgement was discovered during the pre-operative testing prior to the cardiac resynchronization therapy defibrillator (crt-d) replacement. Reviewing the x-rays before and after the implantation of a lv assist device (lvad) in (B)(6) 2014, it was determined the dislodgement likely occurred at the time of the lvad implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.